Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were exceeding the profile quantity, so the medication was unable to issued. A technical support specialist spoke with the user and guided them to change the proof of quantity setting for the medication that was to be issued. The system functioned as intended after the technical support specialist assisted the issue.

Event description:
It was reported when using the bd pyxis¿ medbank tower, medications exceeds profile quantity. There was no delay reported due to the malfunction. The pharmacist was able to resolve with the technical support specialist (tss). There were no adverse events or injuries reported based on this incident.